Event description:
It was reported that the ilet touchscreen was damaged and became nonresponsive when the user attempted to announce a meal, preventing navigation and use of the device; the user placed the device on the charger without recovery and was directed to revert to backup therapy. Symptoms included no adverse clinical effects, and the user reported blood glucose was not affected with a contemporaneous continuous glucose reading of 127 mg/dl. Outcomes included no medical intervention, no hospitalization, and continued glycemic stability on backup therapy. Investigation included customer support troubleshooting and replacement of the ilet. Investigation of this case revealed a damaged display component resulting in loss of touchscreen function, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen.